Manufacturer narrative:
(B)(4). This was previously submitted under report number: 0001822565 - 2016 - 04047 . The reported event is confirmed as the returned device was fractured. The visual inspection of the tasp exhibits signs of repeated use as well as anterior fracture of the post fragment. Device history record (DHR) was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required. Per the instrument/provisional use and care package insert, instruments should be carefully inspected before each use and should not be used if the instruments are marred or worn. The package insert also states that breakage can occur if the instruments are subjected to high loads or impactions a definitive root cause cannot be determined with the information provided. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Tasp was returned due to instrument fracture. No adverse events have been reported as a result of the malfunction. Attempts have been made and no further information has been provided.